Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began unspecified treatment for the peritonitis and during the treatment pd therapy was withdrawn (no further detail). On an unreported date, the patient was recovered from the event. No additional information is available.